Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 3830 implantable pacing lead implanted 2011 (B)(6); 5866 lead adaptor implanted 2011 (B)(6); 1158t competitor implantable pacing lead implanted 2011 (B)(6); 4076 implantable pacing lead implanted 2009 (B)(6). (B)(4).

Event description:
It was reported that the device battery depleted earlier than expected. It was noted that programming outputs high was necessary for the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 96% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.